Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an incident where customer complains of inaccuracies in readings leading to early sensor removal.

Manufacturer narrative:
Based on the initial escalation analysis, a transmitter diagnostic upload was requested for further analysis as there was gaps in the data available on dms. The diagnostic upload was unsuccessful after several attempts, so the RMA for the sensor was authorized due to customer experience. The RMA was not received, therefore, no further investigation could be performed.